Event description:
The pt reportedly experienced a decrease in sound awareness with an increase in the basal electrode impedances. In 2005, the surgeon confirmed a partial extrusion of the electrode array. On the 5th day the pt was seen by a company representative. Testing performed confirmed that the pt's cii device was functional. Revision surgery was scheduled.